Event description:
My wife has type 1 diabetes and experienced very high blood glucose levels (high 200's reaching high 300's) beginning late in the evening of monday (B)(6) 2023. She uses a tandem diabetes t:slim x2 insulin pump with an autosoft xc infusion set (lot # 5359574, exp date 2024-11-01). At 1 am when she woke me, she was disoriented, trembling, and distraught because although the pump was recognizing that her glucose was very high and was giving her correction boluses of insulin, her glucose levels continued to be in the high 300's. We tested her urine for ketones using trueplus ketone test strips which indicated that she had a "large" amount of ketones present (approx 80 mg/dl). We became concerned that the pump was malfunctioning so we disconnected it and administered an additional bolus of novolog insulin by syringe. Because of the high level of ketones present and based on a previous experience ((B)(6) 2022 - see below), we were concerned about diabetic ketoacidosis so I took her to the (B)(6) medical center emergency room at approximately 2 am tuesday (B)(6) where she was diagnosed with hyperglycemia, ketonuria, and high blood pressure (which she normally does not have). She was treated, stabilized, and released at approximately 12:15 pm on (B)(6) 2023. Upon arriving home, she removed the autosoft xc infusion set from her abdomen (which had been inserted monday (B)(6) 2023) and we noticed that the teflon cannula was bent twice at 90 degree angles (we retained the product and picture is attached). It appears that the most likely explanation for the failure of the bolus correction doses delivered by the pump during the evening/early morning hours of (B)(6) was because the insulin was unable to get through the twice-bent cannula to the tissue raising the possibility that either the manufacturing process or the teflon material used to manufacture the infusion set was problematic/defective. If fact, it is unclear whether the cannula was every inserted into the skin. According to the t:slim pump manual, there is an "occlusion alarm" that is triggered when there is an occlusion and the pump cannot deliver insulin. In addition to an audible alarm, an alert screen is supposed to show the following information: "occlusion alarm (2a), all deliveries stopped, insulin delivery may be blocked. Check cartridge, tubing and site". We have looked back through the pump history and for some reason, that alarm was not triggered and the pump continued to try to deliver correction boluses even after multiple hours of very high glucose levels most likely due to insulin not being delivered to the tissue site through the bent cannula. So, not only was there a bent cannula but the fail-safe system to alert my wife that there was an occlusion did not work either. According to section 33.4 of the t:slim pump user guide (page 332) the "time to occlusion alarm" can vary widely depending on the basal insulin rate and the size of the bolus delivered from a few minutes to up to 36 hours - sufficient time for ketones to reach very dangerous levels. The autosoft xc infusion sets are individually packaged in a spring-loaded delivery device which makes them very easy to use. Once the infusion set is inserted by the patient it is essentially impossible to know that the cannula has been bent under the skin (or over the skin) if the "occlusion alarm" isn't triggered as a result of blocked insulin delivery. If the "occlusion alarm" is not triggered, it seems that either the alarm system is defective, or the insulin is leaking from the infusion set above the skin so that the pump cannot detect an occlusion. My wife had a similar episode in (B)(6) of 2021 and was hospitalized for diabetic ketoacidosis for several days. She was very sick and we have noticed that her energy level and mental acuity has not been the same since that episode. We hope that this report will help to identify the problem which we expect others have encountered. Reference report: mw5116024.